Event description:
Device malfunction: maker lumen blockage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, during the device positioning in the vessel, there was no expected blood flow through the marker lumen. The device was removed and the marker lumen was flushed twice with saline. The device was re-inserted with the same results. The device was removed over a guide wire and a second prostar xl was used to achieve hemostasis with excellent results. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.